Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device exhibited undersensing and recorded multiple asystole events which were thought to be false. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.